Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the she was hospitalized due to low blood glucose. Customer's blood glucose was 50 mg/dl. The customer was admitted to the hospital. The customer father had just died. The customer stated the perceived cause of the low blood glucose was having a hard time remaining conscience. The customer was advised that we would replaced sensors.